Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted left colectomy procedure, the leak test showed a leak and inspection under the staple line was incomplete on the anterior side. To resolve the issue, additional transection was done lower on the rectum and fired a second device to create an anastomosis. The event led to an unanticipated tissue loss, extended surgical time for 30 minutes or more due to longer administration of anesthesia.